Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during dilation in the superficial femoral artery, the fox plus balloon ruptured at approximately 10 atmospheres, during the first inflation. Lesion dilatation was completed using another fox plus balloon. There was no adverse pt effect. Though requested no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.